Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Event description:
Customer received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn: (B)(4), lot: 22707h, reader sn: (B)(4). Three repeat cue tests performed on (B)(6) 2022 provided negative results. Prior to receiving the false positive result, customer received negative cue test results from (B)(6) 2022. On (B)(6) 2022, customer tested negative with flowflex covid-19 antigen home test. Customer also received a negative pcr test result on (B)(6) 2022. From (B)(6) 2022, customer continued to receive negative cue test results. Customer reported that they had no symptoms and no known exposure. Cartridges were stored within the validated temperature range.